Event description:
It was reported to philips that the x-ray stopped working after a lightning-induced power outage on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a power cycle to resolve the issue and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).